Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported malfunction was confirmed. Based on the completed investigation, the distal end tip detached due to damage to the ultrasonic probe, which resulted in improper balloon attachment. However, the root cause of the damage could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the distal end tip of the device is broken off. This was found during reprocessing; there was no patient involved.